Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hub detachment is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the luer hub of the catheter was detached from the proximal connector piece. The catheter was observed to be inserted in a patient when the returned photograph was taken. What appears to be damage was observed on the extension leg slightly distal to the hemostatic clamp on the extension tubing; however, no damage was visible on the luer hub or collar. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient underwent placement of a peripherally inserted central catheter (PICC) kit on (B)(6) 2025. At 23:13 on (B)(6) 2025, during flushing the central venous catheter (PICC) with 10ml of 0.9% sodium chloride solution, the red and white connector at the catheter junction separated and detached, exposing the catheter lumen to air. Hemostatic forceps were immediately applied to clamp the catheter, and the catheter tip was secured with sterile gauze. The physician was notified, and observation continued. At 23:30, the IV therapy team was contacted via phone. They instructed: cover the separated area with sterile transparent dressing, then protect it with sterile gauze. The PICC line must not be used. On (B)(6) 2025, at 8:40, the IV therapy team replaced the PICC extension set at the patient's bedside.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.